Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to the downstream occlusion(dso) seal damage. Additionally, it was found that the upstream occlusion(uso) seal was buckling and dso seal lifting. Both the dso and uso seal was replaced.

Event description:
It was reported that downstream occlusion was very bubbled and slightly torn. Continuous downstream occlusion error alarm occurred during device testing. There was no patient involvement and no patient harm.